Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), importer).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 11/12/2014. (B)(4).

Event description:
Additional information received, summary of facts: what was the indication for implantation of transvaginal mesh in this patient? Stress urinary incontinence, uterovaginal prolapse grade 1. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2009 - underwent total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, vaginal apex suspension, trans vaginal tape (tvt) (uretex) complication post uretex placement: as per pfs "outcome attributed to device: pain, urinary problem, bowel problem, recurrence, dyspareunia and vaginal scarring." Mesh revision surgery: as per pfs "(B)(6) 2009 - underwent mesh revision for urinary retention and pain." Following mesh revision did the patient present with serious complications which required additional surgeries? No, as per the available medical records patient did not undergo any additional surgery.